Event description:
Dealer alleged that the pilot valve is contaminated. Per independent repair center statement the unit was alarming or red light and the pilot valve manifold was contaminated, the o ring leaking and the pe valve was not shifting.